Event description:
This device went eos and could not establish telemetry.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the complaint description, which indicated that the device reached eos after an implantation duration of 5 years. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. There was no indication for a device malfunction. In summary, there was no indication for a device malfunction.